Event description:
Capture 2 study event. Device malfunction: none. Time of symptoms/ae: day of procedure, and post-procedure. Symptoms/ae: hypotension, bradycardia. It was reported that post-procedure of a right internal carotid artery stent procedure, the patient experienced hypotension and bradycardia. It was noted that vasopressors/inotropes were given for the hypotension which resolved the same day, however, the bradycardia was treated with atropine and was noted to have resolved 5-days post-procedure with a heart rate of 66bpm. Although the patient had a history or bradycardia, medical opinion stated "she had pre-existing bradycardia, exacerbated by carotid bulb manipulation by the carotid stent." The patient was discharged in 1/2007 with a follow-up cardiologist consultation visit 4 days later. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.